Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device displayed "connect electrodes" when attempting to charge for defibrillation. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance the device was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported and observed issue was due to an electrically shorted capacitor, designator c90.

Event description:
The customer contacted physio-control to report that their device displayed "call for service" when the device was powered on. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device displayed "connect electrodes" when attempting to charge for defibrillation. As a result, defibrillation may not be possible, if it were necessary.